Manufacturer narrative:
The date of this submission is (B)(6) 2012. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2012 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using johnson and johnson floss gentle gum care, fluoride for dental cleaning (route-dental, lot number 2991d, frequency and expiration date unspecified). After an unspecified duration, the metal part came apart. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case.